Manufacturer narrative:
After further review MFR#2916837-2021-00141 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd lsrfortessa x-20 so waste leaked outside of instrument. There was no user impact. The customer reports that the instrument is leaking internally, causing fluid to pool up on the countertop. Can you please advise if the leak was mixed with decontaminate/bleach? The leak was noticed while running samples so I do not think it was mixed with bleach/decontaminate 1. Was the leak liquid or air? Liquid 2. Was the leak contained within the instrument? Not contained 3. Was there spray of liquid under pressure? No 4. What was the fluid that leaked? Unknown 5. Did biohazard leak before or after waste line? Unknown 6. Was the waste mixed with decontaminate/bleach? No 7. Was the customer/bd personnel physically in contact with the fluid? No

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd lsrfortessa x-20 so waste leaked outside of instrument. There was no user impact. The customer reports that the instrument is leaking internally, causing fluid to pool up on the countertop. Can you please advise if the leak was mixed with decontaminate/bleach? The leak was noticed while running samples so I do not think it was mixed with bleach/decontaminate was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? Unknown. Was the waste mixed with decontaminate/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.